Event description:
Device 2 of 2: reference MFR report #: 1627487-2018-13495. It was reported that during an epidural steroid injection procedure, the physician noticed that the patient's leads had migrated. As a result, the patient underwent surgery wherein the leads were explanted and replaced. Therapy was restored to the patient post-operatively.